Manufacturer narrative:
Liang wang. "Short- and medium-term impacts of unplanned intraoperative conversion during laparoscopic liver resection for hepatocellular carcinoma patients: a propensity score-matched study", 2025. Wang et al. World journal of surgical oncology https://doi.org/10 .1186/s12957-025-03984-y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature a retrospective study compared the outcomes of patients undergoing laparoscopic liver resection (llr) compared to unplanned intraoperative conversion to open liver resection (ucolr) of hepatocellular carcinoma between november 2016 and november 2022. It was noted that in both approaches, a ligasure or competitor product was utilized for parenchymal transections. There were 846 patients included in the study and complications included conversion to open approach secondary to uncontrolled intraoperative bleeding of 800ml or more, anemia, hemorrhage, and biliary leakage.